Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 6 of the ambient light sensor(u1). The pump was programmed with contour next test glucose meter. The pump communicated properly, recorded the 107 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies were noted during testing.

Event description:
Customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.